Event description:
The pt was implanted with a vented left ventricular assist device (lvad). It was reported that the pt was at home and the system controller had alarmed. The alrms were yellow wrench alarm, which occurred three to four times during the day. The physician had the pt transferred to the hosp. During the transport to the hosp the system controller was changed out. The pt arrived to the hosp and was admitted for eval. The system controller again alarmed three more times that day, and it was changed out one more time. The physician also changed out the power base unit (pbu), the pbu lead, and checked all the connections. The physician then downloaded wave forms and sent them to the MFR for analysis. The analysis showed an increase of after load. There was no kinking in the outflow graft it is suspected that there may be a motor issue. A vent filter was also sent to the MFR for analysis. The pt is doing well and remains on lvad support. The staff is starting to prepare the pt for a possible pump exchange.